Event description:
A surgeon reported that bubbles were noted after afx (air fluid exchange) during a vitreoretinal surgery. There was no pt impact reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history records (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause could not be determined. (B)(4).